Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient's astigmatism was too significant, thus the iol was explanted in a secondary surgical procedure and replaced with a drt 225 13.0 iol. Patient symptoms persisted for six (06) weeks. There was no incision enlargement, no medical attention, no serious patient injury, no suture(s), and no vitrectomy during the lens exchange procedure; however post-operative drops were prescribed. Patient's vision pre-operative was reported as 20/60 and post-operative was 20/20. Patient status post lens exchange was reported as fully recovered. The iol directions for use were followed. The suspect iol is not available for return as it was not saved. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.